Event description:
Patient contacted dexcom technical support on (B)(6)2015 to report intermittent out of range signal on (B)(6) 2015. Patient used single-board transmitter (sbt) with vibe system which is against user guide recommendations. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).